Manufacturer narrative:
(B)(4)

Event description:
The pacing threshold is > 3.5v@0.4 ms. Also, patient reported having diaphragmatic stimulation when he lies down on his right side. Diaphragmatic stimulation was not reproducible during this device check. No action was taken for the high thresholds, but lead pacing polarity or pacing mode was reprogrammed for the diaphragmatic stimulation. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
The pacing threshold is greater than 3.5v@0.4 ms. Also, patient reported having diaphragmatic stimulation when he lies down on his right side. Diaphragmatic stimulation was not reproducible during this device check. No action was taken for the high thresholds, but lead pacing polarity or pacing mode was reprogrammed for the diaphragmatic stimulation. This lead remains implanted.

Manufacturer narrative:
On (B)(6) 2018; we received information this lv lead exhibited high pacing thresholds on (B)(6) 2018. The patient reported phrenic nerve stimulation on (B)(6) 2018. The lv lead was programmed off and remains implanted.